Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the screwdrivers broke during tightening of the cheek retractor blade in an orthognathic procedure broke. Surgeon used another application instrument from another set to complete the procedure. It is unknown if the breakage caused a delay in the procedure. The patient¿s condition after surgery was also unknown. This report is for three unknown screwdrivers. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This report is for 3 unknown screwdrivers/unknown lot. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.